Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the ipg and lead were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000078995.

Event description:
It was reported that the patient has pain at the ipg site and the patient's lead has high impedances which is not allowing them to enter MRI mode. The investigation did not determine which lead attributed to this issue. Surgical intervention is pending to address this issue.